Event description:
It was reported that pt experienced a "mixed bipolar episode". The physician believes the event is probably related to vns therapy stimulation. The physician changed dose/schedule of medication to help resolve the event. Further f/u with the physician revealed that the mixed bipolar episode led to a suicide attempt for which the pt was hospitalized.